Event description:
It was reported to philips that the system gave an alert indicating disk space was low, which can impact imaging. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) checked the system remotely and the customer reported that the system gave an alert indicating disk space was low, which can impact imaging. They noted this issue had happened before, resolved by recreating the database, but it reappeared after a few weeks. No corrective action was taken by philips. The codes were updated based on the investigation outcome.